Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 160 units and remained static. Reportedly, the cartridge was filled with 160 units of insulin. Blood glucose level was 246 mg/dl. Although requested by tandem technical support, the customer declined to upload the pump data logs.